Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not duplicate the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was discovered by customer, the cs100 intra-aortic balloon pump (iabp) unit is switching off. There was no patient involvement.